Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012532056 was returned and analyzed. Visual inspection was carried out. The catheter appeared to have a kinked on the shaft near handle. There was a kink on pebax tube between e3 and e4 on spiral array. Mechanical verification of steering and slide mechanisms. The slide control function was hard to move. Steering function did not rotate both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging did not have any interference issue with guide wire passing through the lumen shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to a kink on the shaft near the handle and a kink on pebax tube between e3 and e4 on spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure using the pulse select catheter, there were issues with catheter steering/deflection and difficulty removing the wire from the catheter. The catheter was prepped and flushed, and the non-medtronic guidewire was advanced out of the distal tip. The physician successfully ablated the right and left superior pulmonary veins without issue; however, when attempting to engage the left inferior pulmonary vein, there was difficulty with the guidewire popping out after deflection. The physician experienced challenges moving the wire in and out of the catheter and decided to remove the catheter from the body. Upon removal, force was required to free the non-medtronic guidewire from the catheter. After re-flushing and re-prepping, the wire moved freely, and the catheter was re-advanced into the body, allowing the completion of the left inferior and right inferior pulmonary vein ablations. When attempting to remove the catheter for exchange with a mapping catheter, there was difficulty advancing the slider tool, requiring significant force to re-capture the array and remove the catheter. Outside the body, the slider tool continued to not move freely. A new pulse select catheter was opened to complete the ablation, which was done successfully without further issues. The case was completed, and no patient symptoms, injuries, or complications were reported.